Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with greater than 75% stenosis, no calcification and no tortuosity. The vessel diameter was 6.5mm and was prepared using a 7mm armada 35 balloon to nominal pressure for 2 mins. Atherectomy was not used. The 6.5x120mm supera self-expanding stent system (sess) was thought to be fully deployed despite not unlocking the deployment lock to deploy the stent. The delivery system was withdrawn believing the stent was fully deployed and realized the stent was tethered to the system. The whole system was simply removed without issues under fluoroscopy. The stent was removed fully deployed from the patient. Another same size supera stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, the physician believed that they had fully deployed the supera despite not activating the deployment lock to finally deploy the stent. When the physician went to withdraw the stent (believing it to be fully deployed) he realized that it was still tethered to the stent system. The deployment lock was not unlocked. It should be noted that the supera peripheral stent system instructions for use (IFU) states after initial stent deployment: rotate the deployment lock to the unlocked position. Then, states: under fluoroscopy slowly advance the thumbslide to the distal most position on the handle. Important: confirm under fluoroscopy the entire supera stent has fully emerged from the outer sheath and is released. The investigation determined the reported difficulties appear to be related to deviation of the IFU as it is likely that by not unlocking the deployment lock and not advancing the thumbslide to the distal most position on the handle the entire supera stent was not fully emerged from the outer sheath and released; thus resulting in the reported activation/deployment failure. The noted tip jacket and inner member separations likely occurred during shipment/handling back for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.